Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with a blood glucose level of 700 mg/dl. The customer did not provide the time and date of the hospitalization. The customer experienced symptoms such as nausea and vomiting. The customer was treated with IV fluids. The customer states that the buttons do not respond. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed unexpected restart error test, displacement test and basic occlusion test. Unable to prime device during prime test due to faulty force sensor resistor. Unable to perform occlusion test, displacement accuracy test and excessive no delivery test due to prime anomaly. Device received with intermittent buttons due to moisture damage at keypad traces. Device received with a missing segments line across middle of the display due to cracked zebra connector. Device received with cracked case at display window corners and display window. Device received with broken off piece of the battery tube threads. Device received with stained end cap sticker. Device received with minor scratched display window and case.